Event description:
It was reported that during implant of the cardiac resynchronization therapy-defibrillator (crt-d) device there was no capture on the left ventricular (lv) lead from lv tip to lv ring. Therefore, the device was programmed lv tip to right ventricular (rv) coil and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.